Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. This MDR represents two model 5076 leads (atrial and right ventricular leads) with unknown serial numbers.

Event description:
It was reported the initial interrogation was strange because there had been a warning on all 3 leads of an impedance rise to over 30,000 ohms but none of this is written on the initial interrogation or in the final report. There was no clinical episode to corroborate this. The thresholds were good and sensing in the atrium was good. The leads remain in use. No patient complications have been reported as a result of this event.